Manufacturer narrative:
The manufacturer's service representative performed an on site investigation and was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system would not boot up. No patient injury was reported.